Event description:
It was reported that during a generator change procedure it was observed that the right ventricular (rv) lead exhibited insulation damage in the form of a dent. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.